Manufacturer narrative:
The clinical analyst reviewed the file and stated the following: ¿the procedure was laser assisted cataract surgery with system. The customer reported the system part of the procedure was uneventful. The laser assisted capsulotomy was free floating. The system procedure completed all programed cuts. The patient was an (B)(6) year old female. The surgery was on the left eye. The phacoemulsification was performed successfully, removing all lens material from the capsular bag. During irrigation/aspiration of the cortical material, a spontaneous zonular dehiscence occurred in the inferonasal quadrant, for a length of 3 clock hours, with resultant vitreous prolapse. An anterior vitrectomy was performed and a single piece anterior chamber intraocular lens (iol) was implanted. The outcome of the event was noted as resolved with treatment. The patient was not hospitalized. A spontaneous zonular dehiscence with resultant vitreous prolapse is a potential consequence of cataract extraction by phacoemulsification. Predisposition to posterior capsule (pc) tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique." No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 31, 2004. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported a patient experienced a spontaneous zonular dehiscence in the infero-nasal quadrant, for a length of 3 clock hours, with resultant vitreous prolapse during the irrigation/aspiration of cortical material in a cataract with intraocular lens implant procedure. The laser portion of the procedure was completed without incident, completing all programed cuts. Phacoemulsification was performed successfully, removing all lens material from the capsular bag. An anterior vitrectomy was performed and single piece anterior chamber lens was placed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).